Event description:
The account alleged that the head of the bed will intermittently lower by itself. When it does, they will get a wrench that lights on the side rails. There were no reported injuries.

Manufacturer narrative:
Technical support told the account that the issue may be in the cardio pulmonary resuscitation switch and asked the account to check the diagnostics when the bed has failed. The account replaced the head drive to resolve the issue with this bed.